Event description:
Country of complaint: (B)(6). Complaint description: needle detached from thread.

Manufacturer narrative:
United states reporting agent notified: (B)(6) 2014. Samples received:1 opened and 1 box (36 pouches) from OEM stock. There are no previous complaints of this code/batch. There no units in OEM stock. OEM tested the needle attachment of the samples received and the results conform to the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to OEM requirements. The complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified).